Event description:
Complainant alleged that while attempting to cardiovert a patient, the device advised the user to select 30 joules for self test and displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.